Event description:
It was reported that the patient has an "output current low" message appearing for the generator with a red caution triangle next to the output current on the session report. The impedance was stated to be within normal limits. The patient could perceive magnet stimulation. It was stated that during the visit the nurse had performed 3 interrogations and ran a system diagnostics at the end of the programming session. An ohm's law calculation showed the device may have not been able to provide the programmed output current, and this was verified by the generator tablet data. The generator tablet data showed that the highest delivered output current was lower than all programmer intended output currents. Information was received that the patient can feel stimulation at the programmed normal current but cannot feel stimulation with magnet stimulation. It was stated that the patient was never programmed off previous to the output current low being seen. Further information was received that the physician would like to replace the generator because the patient is experiencing increased seizure activity and due to the low output current. It was later clarified that the patient is having a change in seizure type that may also be influenced by external factors in personal life. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient was seen in clinic and low output current is no longer being seen. The physician reportedly adjusted the patient's settings. The normal output currents was decreased and the red triangle low output current warning disappeared. The patient's currents were increased and the patient was able to feel stimulation and no low output current warning was seen. It was stated the patient has not had any seizures since the last visit and the physician was not sure about the seizure cause. No additional relevant information was received to date.